Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the user interface pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and made note of contamination on the assembly. The front case was also observed to be cracked and it was replaced. The root cause of the reported issue was not determined.

Event description:
The customer contacted physio-control to report that the keypad on their device was unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.